Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Could confirm customers complaint during product verification testing (pvt) that the downstream occlusion (dso) seal was contaminated and may have contributed to the cassette error. Probable root cause was that the dso seal was contaminated. Replaced the dso and ran functional test to confirm repair. Updated software. The unit is running normally at this time. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "cassette not attached properly" error. There was no patient involvement, and no patient harm/adverse event reported.